Manufacturer narrative:
The customer reported that the AED will not power on and the asi is blank. The maintenance schedule is reported as monhtly. Communication with the customer: the battery pack has an expiration date of dec 2026 and the pads have an expiration date of dec 2025. The customer reported that they used a battery pack from another AED to perform the the self-test. The device did not display any service codes or warning and the asi is flashing green. Device is ok to remain in service with spare battery pack. Advised the customer that the manufacturer will send a replacement battery pack to them, under the warranty, along with a data card to download the log files to send to the manufacturer for further analysis. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED will not power on and the asi is blank. The customer did not report that this event occurred during patient use.